Event description:
It was reported that approximately 30 minutes during a da vinci si hysterectomy procedure, the harmonic curved shears insert accessory fell into the patient. The piece was retrieved and insert was replaced. The procedure continued and the replacement harmonic curved shears insert also broke and fell into the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA relating to this event: 2955842-2010-00436.

Manufacturer narrative:
The harmonic curved insert accessory was returned and evaluated. Engineering found the insert to be returned with the clamp arm detached from the distal end. The shaft features that mates with the clamp arm are bent backwards. No other damage was found.